Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing discovered damaged wiring within the interface (umbilical) cable. A replacement interface (umbilical) cable was then sent to the site. After replacement, the imaging system then passed the system checkout and was found to be fully functional. The interface (umbilical) cable was returned for the manufacturer for analysis. Testing confirmed the reported malfunction in that there was no connection during bench testing. This indicated an electrical failure due to a damaged connector. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while outside of a procedure, when turning on the imaging system. The site's radiologic technologist (rt) received a "low battery condition - plug in immediately" message from the system. The system was plugged in all night with interface (umbilical) cable connected. Initial troubleshooting was performed by restarting the system, but it did not resolve the reported issue. There was no patient present when this issue was identified.